Manufacturer narrative:
It was reported the insulin pump had an open book error and broken force sensor error due to moisture damage noted on force sensor resistor flex cable. The device had cracked case at the battery tube and scratches on the keypad overlay, which was noted during the visual inspection. Sensor anomaly wasn't confirmed due to open book error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Customer stated that the device was constantly beeping and had stopped insulin delivery. Blood glucose level at the time of the incident was 171 mg/dl. The customer reported that she recently went swimming while wearing the insulin pump. The customer was part of a clinical trial and was advised to return the device to the local office.